Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer had low blood glucose value of 32 mg/dl and had high blood glucose level also which is higher than 500 mg/dl. The diarrhea and abdominal pain are associated symptoms with high blood glucose. High blood glucose was treated with shot. The call was dropped during troubleshooting of the high and low blood glucose.